Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was determined to be related to several atrial tachy response (atr) episodes occurring on the same day with accompanying reset due to the identified fault. After three resets within a 48 hour period the device entered safety mode. Analysis confirmed the reported clinical observation.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker did not respond to magnet application and upon interrogation was found in safety mode. Boston scientific technical services (ts) advised that device replacement would be required. The patient was noted to be in an intrinsic rhythm at a rate above the default safety core rate of 72.5 ppm. A revision procedure was later performed wherein this device was explanted and replaced. No adverse patient effects were reported.